Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shorting. Confirmed failure: chd-r-icb intermittent cable. Chd-r-ano fading anodization. Chd-r-ssh sensor shift. Probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittence between transition board and ch connector software camera head coupler extension cable intermittence while using rf devices problem toggling light source or from camera head connected monitors leaking use error poor grounding electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.